Event description:
It was reported that the pump¿s screen separated from the pump housing when the user removed the device from a pocket, while the pump continued to function. Symptoms included no reports of hypoglycemia, hyperglycemia, injury, or other adverse clinical effects. Outcomes included continued pump use with a plan to transition to a replacement and availability of backup therapy if needed. Investigation included customer counseling on shutdown procedures, data syncing guidance, return logistics, and education that data would not transfer to the replacement. Investigation of this case revealed a mechanical enclosure issue consistent with screen bezel separation, with no associated alarms or interruptions in therapy. It was concluded, based on previously established findings for similar reports, that the cause was a component integrity issue related to the pump enclosure.

Manufacturer narrative:
Initial.